Manufacturer narrative:
Additional information: patient identifier; age at time of event, age units (patient), date of birth; gender; date of implant; date of explant. An event regarding loosening involving an accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: device history review for the lot ID provided indicated the devices accepted into final stock with no relevant reported discrepancies complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined if the devices and/or additional information are received, this investigation will be reopened and re-evaluated. Product surveillance will continue to monitor for trends. The exact cause of the event could not be determined because the devices were not returned for evaluation and insufficient information was provided. Further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that patient's left hip was revised due to stem loosening after patient complained of pain. The stem and head (revised 2015) and liner (implant (B)(6) 2015) were revised.

Manufacturer narrative:
Review of the device history records indicate the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's left hip was revised due to stem loosening after patient complained of pain. The stem and head (revised 2015) and liner (implant (B)(6) 2015) were revised.